Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer booted to a white screen; it was indicated that a printed circuit board connection was loose. It was also confirmed that the system fan was noisy. The power cord bay latch tabs were broken. The electrocardiogram connector on the printed circuit board was loose. (B)(4).

Event description:
It was reported the screen stays white or works only periodically and then freezes. It was also reported the fan occasionally makes grinding noise. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.